Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray light was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the x-ray on light on the 6800 system would not work. No pt injury was reported.